Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg frequently in a longer period of time. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned due to the policy of the medical facility.